Event description:
Additional information was requested regarding the cause of the reported ¿fast¿ battery depletion and follow-up received stated that ¿since electrodes with high impedance values were used, the battery was rapidly depleted.¿ it was stated that an ins malfunction was not suspected. Impedance values obtained on (B)(6) 2024 showed high impedances ranging from 28675 ohms to 40000 ohms with electrode pairs that included electrodes 13 or 14. The patient¿s stimulation settings were adjusted to use electrodes ¿where there was no abnormality in the impedance value¿ and the issue was resolved. There remained no complications reported or anticipated.

Manufacturer narrative:
H2: please note that sections d3, d4, and h4 have been updated at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID th91scsr lot# serial# unknown implanted: explanted: product type mobile platform medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported through a manufacturer representative that the implantable neurostimulator (ins) battery¿s depletion was ¿fast.¿ it was stated that the ins battery ¿used to last a day on a full charge, but 2 days ago it started to decrease from 100% to almost 0% in half a day, and the stimulation turned off.¿ there were no particular changes to the program and no use of neurosense or adaptivestim. Additional information was requested regarding cause, interventions, and outcome; however, no response was received at the time of this report. It was unknown whether any external factors may have led or contributed to the issue. The issue remained unresolved at the time of report. No further complications were reported or anticipated; the patient was alive with no health damage at the time of report.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot#/serial# (B)(6), implanted: (B)(6) 2024, product type lead. Product ID 977a260, lot#/serial# (B)(6), implanted: (B)(6) 2024, product type lead. D10: unknown at this time which of the patients two leads (serial number (B)(6)) caused the reported issue. Further follow-up is being done to verify this information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Lead serial numbers and implant date provided. During the regular postoperative follow-up, an abnormality in the impedance appeared, so it is presumed to be a cord (lead) fracture. In addition, there was an error that the setting output did not come out on the patient controller.

Manufacturer narrative:
Continuation of d10: product ID 977a2, serial# unknown, implanted: asku, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that the cause of the high impedances was determined and that "lead fracture caused the issue." No further information was reported. There remained no complications reported or anticipated.

Event description:
The patient reported through a manufacturer representative that the ins strength could not be increased. Stimulation could not be felt and the patient had pain in their legs. The patient¿s device was used in group b for base 3.8 and prime 2.6. Stimulation could not be felt even though the power had been turned on since the day prior to the report. When they tried using the prime to 2.4, the base was also reduced to 3.6. The patient was asked if it could be increased, but it could not be increased. When the patient was asked to consult with the hospital, it was noted that an appointment for a medical examination was made on (B)(6) 2024, but the patient had pain, so the physician contacted the hospital to make the appointment earlier. Additional information was requested regarding the outcome of the appointment; however, no further information had been received. It was unknown whether any external factors might have led or contributed to the issue. The issue remained unresolved at the time of report. No further complications were reported or anticipated. Additional information received from a manufacturer representative. It was clarified that previously, the patient had been able to feel stimulation and they received therapeutic relief. A fractured lead was suspected and they were guessing that there was an impedance abnormality. Other electrodes were used to readjust the patient's stimulation. They were to check with the patient in the future, and replace the lead if necessary. Additional information received from a manufacturer representative. Two lead serial numbers were previously provided, and it was unknown which lead was fractured.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# unknown, implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID th91scsr, serial# unknown, product type: mobile platform. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The patient visited the hospital, and it was reprogrammed. The therapy issues have been resolved.